Event description:
During an rf spine procedure, the probe was connected to the generator and a warning 06 was reported. No back-up probe was available and the case had to be cancelled and rescheduled.

Manufacturer narrative:
Evaluation on the returned product confirmed customer complaint for warning 06 error message.